Event description:
It was reported that, "the doctor used the silver cutting edge advantage broaches. The broach went down to the neck resection and calcu-r planning was performed. A #9 silver broach was used. The real stem was inserted and was proud approximately 7-10mm. The stem was removed and the gold broaches were use. The femur was broached using a #9 gold broach. The stem was reinserted and impacted down to the correct level."

Manufacturer narrative:
Method: visual examination, device history review, complaint history review, material analysis functional testing. Results: device history review shows no reported discrepancies. Complaint history review shows there has been no other reported events. Conclusion: could not be determine because the device was not returned.